Event description:
The facility's biomedical technican reported an infusion pump with a triple alarm. Although attempts were made to obtain additional information from the reporting faiclity, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last service event. No additional contact information was provided.